Event description:
It was reported that the patient's presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) was undersensing premature ventricular contractions (pvc) episodes. Programming changes were done. The patient was in stable condition.